Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements out of range greater than 150 ohms. Technical services (ts) was consulted and noted that the device had previously demonstrated a gradual impedance rise while programmed in a triad configuration. As a result, the system was reprogrammed to a distal coil to can configuration, which is the configuration currently exhibiting the out of range measurements. This ICD and rv lead remain in service. No adverse patient effects were reported.